Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: on investigation, there was a battery compartment crack running from the threads to the top of the bumper pad. There was a second battery compartment crack running from the right corner of the bumper pad to the case seal. Investigation confirmed the complaint. Unrelated to the original complaint, there were two cracks on the display lens in the upper right corner and the lower left corner.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.